Event description:
The manufacturer received information alleging a ventilator stopped operating with no alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the allegation was unable to be confirmed. An alarm and power disconnected alarm occurred appropriately. A service required code was found in the ventilator's downloaded error log. The device's main board was replaced to resolve the issue. A life related smell was also found. The outlet flow path, blower and inlet foam kit were replaced.